Manufacturer narrative:
Device evaluation: a 2000e china product was not available for investigation of pr (B)(4); however, the customer confirmed that the complaint sample was from lot 24026417. The feedback provided by the customer states that, "the packaging of the needleless injection cap was damaged." No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 24026417 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports for products manufactured at this manufacturing site in the past 12 months.

Event description:
It was reported that the bd alaris smartsite needle-free valve had damaged packaging. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2025, the patient visited our department due to acute pharyngitis and was planned to use a needle-free closed infusion connector for intravenous infusion. During the infusion, the packaging of the needle-free closed infusion connector was damaged, so a new connector was replaced.